Event description:
Pt had successful intraocular lens implant. 2 to 3 days later pt developed endophthalmitis which required treatment to avoid further infection. The medical ctr received delayed medical device recall notice about the implants after successful treatment. The implant notice was 3/5/01 and the medical ctr received the notice 3/20/01. Prior to receiving the recall notice 54 of the effected units were implanted in pts.